Manufacturer narrative:
Citation: christopher mr. Palermo, do, mph article title. Monitored anesthesiacareversusgeneral anesthesia: experiencewiththemedtronic corevalve journal of cardiothoracic and vascular anesthesia 2016; 30(5):1234-7 earliest date of publish used for event date. No unique device identifier serial numbers were provided; without this information it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature to compare monitored anesthesia care (mac) and general anesthesia (ga) for transcatheter aortic valve implantation (tavi). All data were collected from two centers between april 2011 and november 2015. The study population included 65 patients (predominantly male; mean age 85 years), all of whom were implanted with medtronic corevalve (serial numbers not provided). Among all patients 2 deaths occurred however based on the available information, a direct correlation could not be made between medtronic product and the deaths. Among all patients adverse events included: pulmonary embolism, pneumonia, stroke, sepsis, acute kidney injury, permanent pacemaker implant. No interventions were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.